Event description:
A gore viabahn endoprosthesis was used for the treatment of a right sfa occlusion. During deployment, the device deployed about half way when the deployment line halted and broke. The constrained portion of the device was captured within the 7fr. Introducer sheath and the device and sheath were removed. Two add'l devices were implanted without incident.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.